Event description:
Baxter reports that a spike came off from the spike port of a uv twinbag. The date of how long the transfer set had been in use is unknown. There is no patient innjury or medical intervention associated with this incident.